Event description:
It was reported that the anesthesia workstation showed an error "target pressure not reached". Patient involvement is unknown. Manufacturer's reference #: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. Our field service engineer investigated the system and the reported failure was reproduced. The issue was solved by reassembling the silicone gaskets of the patient cassette on the correct place. The root cause to the reported issue has been determined and is related to the user error. The issue was decided to be reported based on available information as the initial description might have underlying causes, which represent a reportable event. The correction of field #d1 brand name was required. This is based on the internal evaluation. #d1 brand name: previous manufacture date: flow-c; corrected manufacture date: flow-I.